Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (slightly ¿too fast¿ valve inflation/deployment speed, possible tension build up) may have contributed to the too aortic position of the initial valve and subsequent placement of a second sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23mm sapien 3 valve was positioned 60:40 aortic/ventricular (a/v). Deployment was started under rapid ventricular pacing (rvp), with 1ml less than nominal volume. The sapien 3 valve began to ¿slide up¿ to the aorta at an early stage. The valve seemed to be ¿caught in the sinus of valsalva¿ and landed in a too aortic position. Due to concern of valve migration, the decision was made to place a second sapien 3 valve. A second sapien 3 valve was deployed in a final 100:0 a/v position with nominal volume. Due to the calcification present in each cusp, the risk of valve migration was judged to be low. The decision was made to complete the procedure. The valves remain implanted in the patient. The native annular diameter measured 18.0mm by tte with a valve area of 364mm2. Mild valvular calcification and no aortic root calcification was reported. The cause of the too aortic deployment of the initial valve was not determined. It was speculated that in addition to the ¿slightly¿ fast speed of inflation, possible tension build-up in the delivery system was ¿applied¿ to the flex catheter upon insertion of the delivery system. The tension was not released and the valve did not move as expected.